Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure will be removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("physical symptoms"). The patient was treated with surgery (essure will be removed). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damage. In the meantime, she had had follow-up treatments and the foreign body material will be removed soon. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: quality safety evaluation of ptc. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure will be removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("physical symptoms"). The patient was treated with surgery (essure will be removed). At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damage. In the meantime, I have had follow-up treatments and the foreign body material will be removed soon. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure will be removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("physical symptoms"). The patient was treated with surgery (essure will be removed). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damage. In the meantime, she had had follow-up treatments and the foreign body material will be removed soon. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.